Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 344 mg/dl (aviva system) and 125 mg/dl (nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the nano system. Reference medwatch report with patient identifier (B)(6) for the aviva system. Device was not returned to manufacturer.